Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the emergent endovascular treatment of a 55 mm diameter abdominal aortic aneurysm. It was reported that during the index procedure, a type ia endoleak was noted. The aortic neck length was approximately 1 cm below the left renal artery, so the physician planned to perform the cannulation using a non-medtronic sheath in the left renal artery, and to implant a etcf3636c49ej just below the left renal artery. However, cannulation was unsuccessful, and the cuff device was implanted just below the left renal artery. However, the type ia endoleak was not resolved. The physician then attempted to occlude the left renal artery and perform the cannulation in the superior mesenteric artery (sma) and implant the stent graft just below the celiac artery. Three non-medtronic stent grafts were implanted just below the celiac artery, and one stent graft in the sma. Kissing ballooning and touch-up was performed on the endurant cuff several times, and the endoleak was reduced to a minor type ia. The procedure was then completed. As per the physician, the cause of the event is unknown. It was also suspected that a migration of the distal side of the bifurcate (etbf3616c166ej) had occurred, because the aneurysm diameter enlarged and the neck just below the renal artery enlarged. No additional clinical sequelae were reported and the patient is fine.